Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted the needle was returned improperly parked in a single use loading unit (sulu) retainer. The needle was inspected under microscope where cone marks were observed. The needle had less than one inch of suture attached to needle. Proper swage marks and properly formed loading slots were observed. Pmv performed functional testing. The returned needle was loaded into a suturing device from the post marketing vigilance (pmv) inventory and applied to test media. The needle was found to function properly and remained engaged in the device throughout testing. No difficulty was experienced in loading and unloading. Difficulty was experienced toggling the needle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the first instrument was difficult to toggle and the suture fell into the patient. The needle was retrieved by using graspers. The second instrument was used which was also difficult to toggle and it completely locked up between toggles and would not release the needle. A third device was opened and used that worked properly and the procedure was completed. There was no patient injury.